Event description:
Boston scientific received information that this right ventricular (rv) lead had functional undersensing. R- waves showed 1.6 millivolts and capture threshold up to 6.0 volts at 1.0 milliseconds. X-ray showed that rv lead was dislodged. The physician had it repositioned successfully. Remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.